Event description:
It was reported to philips that the device was experiencing power issues due to a defective ac power module. There was no reported patient or user involvement and no adverse patient/user impact.